Event description:
Information was reported by a consumer regarding a patient whose pump was used to deliver dilaudid. The indication for use was spinal pain. On (B)(6) 2016 it was reported that the patient developed pneumonia on (B)(6) 2016 and was admitted to the hospital. The patient was hospitalized for 15 days and then was transferred to a rehab center for 16 days. The patient's pain pump was scheduled to be refilled on (B)(6) 2016 and they have not made it there yet. They have not heard the pump alarm and the healthcare professional is not sure the pump is empty. It was reported that the patient got a urinary tract infection about two weeks ago and the medication did not work so they had to get another medication. It was noted that the patient is weaker now than when they were transferred to the rehab center.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.